Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 60 mg/dl at the time of incident and the current blood glucose of the patient is 437 mg/dl. The customer also report the blood glucose was 400 mg/dl. The customer experienced symptoms such as nausea. Customer treated with insulin pump and manual injection. The customer state that auto mode feature was active. The insulin pump will not be returned for analysis.